Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the pump is not responding correctly when the ok button is pressed and keypad is also peeling. The patient stated that the pump has not gotten wet.